Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the pink slide did not move forward and was not visible in the viewing window. It was also reported that when the pod was removed the cannula was not visible. No impact to the patient's glucose level was reported. Details regarding treatment were not provided.